Manufacturer narrative:
(B)(4) received the device for analysis. The reported complaint of insertion difficulty is confirmed based on the inspection. The central lumen was found broken which could have been a result of a kink. The damage to the iab is consistent with insertion and removal difficulty. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. (B)(4) assessed the risk for the reported complaint. There are no new or revised risks. Other remarks: additional information received: "at the time of removal the device leaves incomplete, being housed in the intravascular sector." Per the md the device broke during insertion. The piece was removed and disposed of.

Event description:
It was reported that while in the cx cardio department the intra-aortic balloon (iab) was inserted via a sheath in the patients left femoral artery. There was an obstruction at the normal passage during the introducing process. The iab was removed. At the time of removal the device leaves incomplete, being housed in the intravascular sector." A transesophageal echo was performed and vascular mitral "portesic dysfunction" is observed for which it was decided to re-enter the heart to do expectant balloon treatment. There was no reported patient death or injury. There was the report of complications described as "the surgery took too long." There was an interruption in iabp therapy however no harm caused to the patient. Pump stripes were not generated, x-rays were not performed during iab insertion. The patient was moved to ICU.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cx cardio department the intra-aortic balloon (iab) was inserted via a sheath in the patients left femoral artery. There was an obstruction at the normal passage during the introducing process. The iab was removed. At the time of removal the device leaves incomplete, being housed in the intravascular sector."a transesophageal echo was performed and vascular mitral "portesic dysfunction" is observed for which it was decided to re-enter the heart to do expectant balloon treatment. There was no reported patient death or injury. There was the report of complications described as "the surgery took too long." There was an interruption in iabp therapy however no harm caused to the patient. Pump stripes were not generated, x-rays were not performed during iab insertion. The patient was moved to ICU.